Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that at 8:00 pm the customer was unable to change his insulin cartridge due to the plunger getting stuck on the piston rod of the infusion device. The customer went to the hospital, where he received a blood glucose result of 520 mg/dl. The hospital treated the customer with 15 units of humalog insulin. The hospital staff was also unable to unscrew the cartridge plunger from the piston rod. At 11:00 pm the customer received a blood glucose result of 460 mg/dl. At this time the customer requested to be discharged from the hospital with an insulin pen for back up therapy.